Event description:
As reported to the manufacturer 'during attempted use blue error screen occurred. The providers used another method to intubate due to equipment failure.

Manufacturer narrative:
At the time of submitting this mir neither the serial number nor the UDI had been given to the manufacturer.